Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire fracture occurred. The lesion was located in the left anterior descending (lad) coronary artery. During withdrawal of an unspecified balloon catheter over the guide wire, the "wire fell apart." The detached portion of the guide wire was inside the guide catheter, and was successfully removed from the patient. It was confirmed by cine that no portion of the device remained inside the patient. It was also noted that no harsh tugging or pulling on the guide wire. The procedure was completed with another manufacturer's guide wire. No patient injuries or complications were reported. Patient status is listed as "fine."